Event description:
The physician reported that the patient had been brought to the ER unconscious; drug overdose was suspected, although the patient had not responded to treatment with narcan. The physician did not have a programmer available and was advised to use a strong magnet to stop the pump motor until a programmer could be obtained. The rep delivered a programmer to the hospital later that morning. The patient remained unconscious and would be transferred for admission to the ICU. The drug used in the pump was morphine. Add'l info has been requested from the following physician.